Event description:
The customer reported that after a few hours of use, an unspecified air leak occurred. The patient was re cannulated.

Manufacturer narrative:
Return of the tracheostomy tube for failure investigation was requested.